Event description:
It was reported that the patient developed a big infection in both implants located at tooth site # 45-46. The implants were removed.

Manufacturer narrative:
Multiple MDR reports were filed for this event. Please see associated report: 0002023141-2023-01561. Zimmer biomet complaint number (B)(4). Implanted date unknown / not provided. Additional PMA/510(k) number ¿ k011028 / k013227. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted. H3 other text: summary investigation.

Manufacturer narrative:
This report is being submitted to relay corrected data and additional information. Correction - e2 and e3 are being corrected. The following sections are being reported: b4: date of this report was updated. E2: health professional is being corrected to no. E3: occupation is being corrected to non-health care professional. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H10: narrative/data was updated.

Event description:
No additional information received at the time of this report.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional information to 002023141-2023-01562. The distributor confirmed that the placement date was previously reported incorrectly. It has now been corrected. The following sections are being reported: d6 a: placement date is corrected. H2: if follow-up, what type. H10: additional narratives/data.